Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Manual lead impedance testing was also performed, with normal measurements noted. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was implanted and measurements with the pacing system analyzer (psa) were within normal range. The lead was connected to this implantable cardioverter defibrillator (ICD), but no pacing output was observed. The patient experienced sudden cardiac arrest and emergency intervention was required. Once the patient was stabilized, the lead was again tested on the psa, with appropriate pacing and sensing observed. The lead was again connected to this ICD and it was confirmed no pacing was delivered. Another device of the same model was then connected to the lead and pacing was provided as expected. The procedure was completed and the patient was stable. No additional adverse patient effects were reported.